Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unit received with minor scratched display window and dog chew marks on case.